Manufacturer narrative:
Philips has investigated this complaint. It is reported that the wireless footswitch was not working. The issue was discovered outside clinical use. A philips service engineer inspected the system onsite and replaced the wireless footswitch, however it was found that the charger was defective. The wireless footswitch charger was then replaced. Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was defective. No harm to the patient has been reported to philips. It is unknown if the system was in clinical use. Philips has started an investigation of this complaint.